Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the lens had foreign material. Based on the investigation, a definitive root cause of the reportable issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the evaluation, the ultrasound bronchofibervideoscope exhibited lens with foreign material. There were no reports of patient involvement.